Event description:
Device 1 of 2. Reference MFR¿s report: 1627487-2010-01541. The pt received his scs system including an ipg, leads and extensions on (B)(6) 2007. It was reported that the pt could not increase the amplitude of the stimulation using the programmer. Diagnostic testing showed invalid contacts on the lead. The pt was reprogrammed around the invalid contacts until all contacts became invalid. The leads were tested prior to lead replacement and the leads were found to be functional. When tested with the extensions, the leads showed invalid contacts. Replacement of the extensions resolved the issue. The explanted extensions were returned to ans for analysis. Follow up on the pt found no further issues found.

Manufacturer narrative:
Device 1 of 2. The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs. And no anomalies were found. Extension header has all wires broken and pulled back into strain relief. There has been some type of overstress (unknown) which damaged and broke the wires in the extension. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Ans defers to the pt¿s physician regarding medical history.